Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 700ml. Flow rate, procedure, cathplace: na. Patient contact: no. (Reference: (B)(4)). When filling order, found that the pump (700ml) is not working properly. Pump is probably defective. This pump is identified as pump #11 in medwatch uf/importer report # (B)(4).

Manufacturer narrative:
Method: the actual device involved in the incident was returned for evaluation and investigation. A visual examination and a functionality test were performed. A review of the device history record was conducted for the lot number specifications prior to release. Results: the sample could not be primed. The select-a-flow (saf) flow rates did not function. An occlusion inside the saf lines due to crystallization was found. Attempts were made to dislodge the particulates. No flow could be obtained through the saf unit. Conclusions: the complaint was confirmed. The cause was attributed to crystallized medication. Information from this incident has been included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate. (B)(6). I-flow is filing this report in response to medwatch uf/importer report # (B)(4).